Event description:
It was reported that the battery in the patient's power module was leaking.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery within the power module leaking was unable to be confirmed. The power module nor the power module backup battery were returned for evaluation. Additionally, no images were submitted for review. Multiple good faith efforts were sent regarding product return. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the power module serial number: (B)(4) was manufactured in accordance with manufacturing and qa specifications. The customer order was shipped on 02mar2015. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.